Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019 that on (B)(6) 2018, the smart device displayed an error message for low transmitter battery. No additional patient or event information is available. Data was provided for investigation. Data investigation confirmed a low transmitter battery in addition, a failed transmitter error was present in connection to the reported allegation. The probable root cause was determined to be low transmitter battery voltage. The reported issue of low transmitter battery is reportable based on the finding of a failed transmitter error.